Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of medical device removal ('medical device removal') in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On an unknown date, the patient had essure inserted. On an unknown date, the patient underwent medical device removal (seriousness criteria medically significant and intervention required), was found to have ovarian cancer ("cancer/in my ovaries and uterus") and uterine cancer ("cancer/in my ovaries and uterus") and experienced oropharyngeal pain ("throat kinda sore") and cough ("coughing up "). The patient was treated with surgery. Essure was removed. At the time of the report, the medical device removal, ovarian cancer, uterine cancer, oropharyngeal pain and cough outcome was unknown. The reporter considered cough, medical device removal, oropharyngeal pain, ovarian cancer and uterine cancer to be related to essure. Concerning the injuries reported in this case, the following ones were reported via social media- ovarian cancer, uterine cancer. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 28-apr-2020: quality safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of medical device removal ('medical device removal') in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On an unknown date, the patient had essure inserted. On an unknown date, the patient underwent medical device removal (seriousness criteria medically significant and intervention required), was found to have ovarian cancer ("cancer/in my ovaries and uterus") and uterine cancer ("cancer/in my ovaries and uterus") and experienced oropharyngeal pain ("throat kinda sore") and cough ("couging up"). The patient was treated with surgery. Essure was removed. At the time of the report, the medical device removal, ovarian cancer, uterine cancer, oropharyngeal pain and cough outcome was unknown. The reporter considered cough, medical device removal, oropharyngeal pain, ovarian cancer and uterine cancer to be related to essure. Concerning the injuries reported in this case, the following ones were reported via social media- ovarian cancer, uterine cancer. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 23-mar-2020: social media: reporter added. Event added as sore throat and medical device removal. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.